Event description:
Ventilator was placed on standby to empty water and mucous in the tubing.vent disconnected, secretions emptied, vent reconnected and taken out of standby mode. One breath was delivered then the vent failed to deliver any more. Mode of ventilation was changed and a flow calibration was attempted, nothing worked. Shut vent off to reboot its computer, then it worked properly.